Manufacturer narrative:
Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9208150, model: db-9208-15, serial: (B)(6), batch: 7076482, UDI: (B)(4). Product family: dbs-adapters, upn: m365db9208150, model: db-9208-15, serial: (B)(6), batch: 7076537, UDI: (B)(4).

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system, consisting of a combination of non-boston scientific leads with a boston scientific implantable pulse generator (ipg) and adapters, experienced a loss of stimulation and unwanted stimulation effects. The patient's symptoms included tingling in the arm and a metallic taste. The patient presented to the emergency department but was not admitted overnight. The issue was traced to high impedances. The neurology team decided to replace the boston scientific device; however, the revision has not yet been scheduled. The origin of the high impedance remains unknown.

Manufacturer narrative:
The devices were retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review was performed on the device's instructions for use (IFU). There is no evidence that the device was used in a manner inconsistent with the labelled indications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system, consisting of a combination of non-boston scientific leads with a boston scientific implantable pulse generator (ipg) and adapters, experienced a loss of stimulation and unwanted stimulation effects. The patient's symptoms included tingling in the arm and a metallic taste. The patient presented to the emergency department but was not admitted overnight. The issue was traced to high impedances. The neurology team decided to replace the boston scientific device; however, the revision has not yet been scheduled. The origin of the high impedance remains unknown. Additional information received stated that the patient underwent a revision procedure in which the adapters were explanted and the ipg was replaced with a non boston scientific device. The explanted devices will not be returned to boston scientific for analysis, as they were retained by the hospital. The patient is doing well postoperatively.

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system, consisting of a combination of non-boston scientific leads with a boston scientific implantable pulse generator (ipg) and adapters, experienced a loss of stimulation and unwanted stimulation effects. The patient's symptoms included tingling in the arm and a metallic taste. The patient presented to the emergency department but was not admitted overnight. The issue was traced to high impedances. The neurology team decided to replace the boston scientific device; however, the revision has not yet been scheduled. The origin of the high impedance remains unknown. Additional information received stated that the patient underwent a revision procedure in which the adapters were explanted and the ipg was replaced with a non boston scientific device. The explanted devices will not be returned to boston scientific for analysis, as they were retained by the hospital. The patient is doing well postoperatively.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: db-9208-15. Serial number: (B)(6). Batch/lot number: 7076482. Model/catalog description: vercise s8 adapter dbs 15 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-9208-15. Serial number: (B)(6). Batch/lot number: 7076537. Model/catalog description: vercise s8 adapter dbs 15 cm. Unique identifier (UDI) #: (B)(4).